Event description:
It was reported that, "that patient had to go in for an additional procedure early (B)(6) 2009 for a manipulation to crack the knee because he could not bend the knee."

Manufacturer narrative:
The following devices were also listed in this report: scorpio m-dome x3 patella. Cat# 73-20-0110, lot# 750r. (B)(4) standard tibia. Cat# 7115-0011, lot# oplmpe. Scorpio nrg x3 ps tibial insert #11 10mm. Cat# 82-7-1110, lot# 8eemrd. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.